Manufacturer narrative:
(B)(4). A review of all batch record documents was performed for potentially associated lot number h13l30040 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. The device was received for evaluation. Sample analysis of the received sample verified the reported event. Sample evaluation verified and duplicated the reported event with a leak noted from cut in the sheeting near weld on one of the samples. Upon conclusion of the investigation, the cause was determined to be a manufacturing issue. A CAPA was opened to investigate this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice automated pd set with cassette was leaking. This occurred during drain. The reporter stated that the leak was coming from the top of the cassette on the straight side, and that they saw a ¿distinct hole.¿ there was no patient injury or medical intervention reported. No additional information is available.